Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that she had two surgeries because the first implant was coming out of her skin after hitting it against a desk that was sharp. Her second surgery was very painful. Patient stated the surgery was on (B)(6). There were no further complications that have been reported as a result of this event.